Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Patient is in 40's. Additional product code(s) for this report include, hwe, hsz, gfa, gff. Manufacturing evaluation reports that the sample was received with the fluted end of the drill bit broken off the shaft. The shattered pieces were returned with the complaint. No other obvious anomalies were found. The measurable dimensions are within print specification. This complaint is invalid from a manufacturing standpoint. A review of the device history record did not show conditions that could have contributed to the reported event.

Event description:
It was reported that during a 5th metatarsal fracture procedure, the surgeon inserted the guide wire, and put the cannulated drill bit on the guide wire. When the surgeon began drilling, the drill bit did not advance even when pressure was exerted on the drill. The surgeon removed the drill bit and noticed that the tip was broken off. X-rays showed that the tip had broken in several pieces. The surgeon retrieved all broken pieces. This was confirmed by additional x-rays. Surgeon then selected another guide wire, and cannulated drill bit, repositioned them, and was able to complete the procedure without any further problem

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2011.

Event description:
This is report 1 of 1 for this complaint (B)(4).